Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the patient cardiosave intra aortic balloon pump had condensation built up in the helium tubing causing alarms and shutdowns. Troubleshooting has included flushing the helium tubing and switching consoles. No patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, b5, d8, e1(event site mail) g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - d10, e3, h6 (medical device ¿ problem code). A getinge field service engineer (fse) states, awaiting confirmation from the customer on which alarms occurred during the most recent incident on 6/30. No service has been placed by hospital. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) customer reported that on four separate occasions, condensation has built up in the helium tubing of their cardiosaves, causing alarms and shutdowns. This has occurred on multiple cardiosave units. Troubleshooting has included flushing the helium tubing and switching consoles. The issue has happened both during short cases and after patients have been on the pump for over a day. There was no patient involvement and no adverse event reported.